Event description:
It was reported that a patient presented remotely via merlin. Net with dizziness symptom reported. The right ventricle (rv) lead exhibited noise over sensing. High ventricular rate and noise reversion episodes were triggered. Hence, ventricular sensitivity and noise reversion mode were changed. The patient was stable throughout.